Manufacturer narrative:
(B)(4)

Event description:
It was reported "inserter used scalpel to skin nick for PICC insertion and caused such a large nick that the patient had to be transfused. Patient had coagulation issues prior to procedure". The patient's current condition is "unknown".

Event description:
It was reported "inserter used scalpel to skin nick for PICC insertion and caused such a large nick that the patient had to be tranfused. Patient had coagulation issues prior to procedure". The patient's current condition is "unknown".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer description stated that the inserter used a scalpel to skin nick for the PICC insertion and caused such a large nick that the patient had to be transfused. The patient had coagulation issues prior to procedure. Clinical/medical affairs (cma) was consulted and they stated: "the skin should be nicked only; not down into the vessel." Based on the information received and consultation from cma, use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.